Manufacturer narrative:
H6- medical device problem code 2017 clarifier: incorrect prep. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the right radial artery. The 3.5x38mm xience skypoint stent delivery system was negatively prepared and failed to follow preparation procedure per instructions for use (IFU). There was no resistance during removal of the protective sheath and there was no force applied. Upon inserting the sds onto the 6french (f) guiding catheter, it was noted that the stent was missing. The stent was found and noted to be half in and half out of the protective sheath. Another xience skypoint stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual, and dimensional inspection was performed on the returned device. The reported stent dislodgement was confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The 3.5x38mm xience skypoint stent delivery system was negatively prepared and failed to follow preparation procedure per instructions for use (IFU). It should be noted that the xience skypoint, everolimus eluting coronary stent system (eecss), electronic instructions for use, states: prepare an inflation device / syringe with diluted contrast medium. Attach an inflation device / syringe to the stopcock; attach to the inflation port. With the tip down, orient the delivery system vertically. Open the stopcock to delivery system; pull negative for 30 seconds; release to neutral for contrast fill. Close the stopcock to the delivery system; purge the inflation device / syringe of all air. Repeat steps until all air is expelled. It is unknown if the IFU deviation directly caused or contributed to the reported event. A conclusive cause for the reported stent dislodgement could not be determined. Stent dislodgement prior to use may be attributed to several factors including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation, forced sheath removal, handling of the stent during preparation, and interaction with accessory devices. In this case, it is possible that inadvertent mishandling during sheath/stylet removal and/or preparation of the device may have contributed to the reported stent dislodgement; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D4 correction: lot number updated from 3091941 to 3081741.